Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events of skin rash/dermatitis, pain, malaise, fever, and myalgia, deemed not device related, are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient in a clinical study was injected with 0.1ml of hydryalix deep lidocaine into the right forearm and 0.1ml of harmonyca¿lidocaine into the left forearm. Just over three weeks later, patient was having a rash along with apathae in the mouth and began taking oral diseptyl forte (respirim). There was slow improvement of the lesions noted following medication start, however patient began experiencing abdominal pain three days after the rash started. The rash ultimately progressed and the patient started a fever three days after the abdominal pain symptoms began. Patient was hospitalized. It was noted the rash was unevenly distributed in various areas including under the chest, in the armpit, and the groin and that each rash lesion was about 2cms in size. This was also accompanied by symptoms of abdominal pain, weakness, and myalgia of the back. Patient was started on IV acamol and dipyrone and oral cetirizine and topical dermovate cream on the first day of hospitalization. The diseptyl forte was stopped. A comprehensive evaluation of patient did not yield a definitive diagnosis. Diagnostics included evaluation of cbc with no evidence of leukocytosis and a normal differential, as well as biochemical tests showing no liver or kidney function abnormalities. Only abnormal finding was an elevated crp level of 7.31. Immunological assessment, skin biopsy, and seriological tests also performed. Patient was ultimately discharged from the hospital two days after admission as the fever and abdominal pain resolved. Acamol and dipyrone were stopped. Two days after discharge, the myalgia and weakness had resolved. All of the events are considered non device related. The aphthae in the mouth is considered not serious, but all other symptoms are serious. The rash ultimately resolved 10 days after discharge. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product hydryalix deep lidocaine.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
Additional details received noting the ultimate diagnosis of symptoms was erythema multiforme with an unknown cause.